Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure "forward firing at 172157j" was observed. The procedure was completed with a turp. Patient outcome: "no harm to patient".